Event description:
Since having this device put into me, I have suffered from the following symptoms that I have never suffered from before: severe abdominal cramping, missed menstrual cycle, heavy menstrual cycle, fatigue, anxiety, severe bloating, weight gain, unable to lose weight (I have always been tall and skinny until now,) itchy skin, sharp pains in back, pain during intercourse, hair loss, eye sight changes, dizziness, and loss of interest in sex. The bloating is so bad that I feel like I am about to burst on some days. I constantly have sharp pains like I can feel where the coils are, but my left side is worse. It even hurts to bend, ride in a car, and even lift my children. The symptoms have made me depressed.